Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the stem(port) of an exactamix 1000 ml calibration bag was not sealed within the bag seams which resulted in a leak. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between january 3-4, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the fill port tube was welded outside the bag. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause was most likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.